Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the numbers on the screen started scrolling and the customer changed the battery and received a failed battery test. Customer stated that the device has been dropped before several times out of bed. Blood glucose value was 125 mg/dl; customer had not treated. Nothing further reported.

Manufacturer narrative:
The insulin pump currents were within specifications. No unexpected alarms occurred during testing. The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump was received with minor scratched liquid crystal display window, cracked case, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.